Manufacturer narrative:
(B)(6) registry. (B)(4). Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the incorrect placement of the sapien 3 valve in the aortic position instead of the intended mitral position was likely caused by the incorrect placement of the wire into the aorta and not confirming correct wire position with 3d echo and fluoroscopy prior to deployment. No device malfunction was identified in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical mitral valve in valve procedure, a 26mm sapien 3 valve was deployed in a pre-existing medtronic 27 mosaic mitral bioprosthetic valve. During the procedure, the extra stiff wire "appeared" to be placed correctly across the mosaic valve with the tip seated in the left atrium. This was incorrect. Instead, the mitral valve was superimposed over the aorta in the implant view. The tip of the wire was actually in the aorta. The sapien 3 valve was erroneously positioned and deployed in the aortic position. Immediate bypass was initiated upon discovery of the error and the patient was converted to open surgery. The sapien 3 valve was explanted. Mitral and aortic surgical valves were placed. At the time of the procedure, the patient seemed to be stable and was transferred to the cardiovascular ICU. Unfortunately, post procedure, the patient expired in the ICU on the day of the procedure.